Event description:
This case was reported by a consumer and described the occurrence of increased blood pressure in a (B)(6) female patient who received glucose oxidase+lactoferrin+lactoperoxidase+lysozyme (biotene oral balance gel) for an unknown drug indication. A physician or other health care professional has not verified this report. Concurrent medications included lisinopril (zestril), atenolol (tenormin), lansoprazole (prevacid) and pravastatin sodium (pravachol). On an unknown date, the patient started glucose oxidase+lactoferrin+lactoperoxidase+lysozyme, the patient experienced increased blood pressure, headache and decreased sodium. The patient was hospitalized. The patient was treated with increased dose of amlodipine (50 mg twice daily) and sodium salt (sodium). The dose of glucose oxidase+lactoferrin+lactoperoxidase+lysozyme was reduced to once weekly (the original dosing information was not provided). At the time of reporting, the events were resolved.

Manufacturer narrative:
The purpose of this contact was to inquire about the ingredients in biotene oral balance. The consumer spontaneously mentioned that she had been hospitalized due to high blood pressure. This case was reported by a consumer and described the occurrence of feeling horrendous further described as a terrible headache and extremely low sodium level and high blood pressure in a (B)(6) female while using biotene oral balance. The following information was solicited from the consumer upon further questioning. Consumer reported beginning use of biotene oral balance in the beginning of (B)(6) 2011. Consumer reported that after about 2 - 3 weeks use of the product she noticed she was having problems with high blood pressure. Consumer reporting they had been doctoring her blood pressure for about 6 weeks increasing her medications. Consumer reported that on the afternoon of (B)(6) 2011, her blood pressure was down to 83/38 (fluctuating blood pressure) and then later that evening she felt horrendous further described as a terrible headache. Consumer contacted her hcp and was instructed to go to the medi clinic or local emergency room. Consumer went to the medi clinic where her blood pressure was 220/95 and was taken to the emergency room where she was admitted. Consumer reported that they did a CT scan to rule out a transient ischemic attack (tia). Chest xray to rule out a blood clot and they drew blood work which showed she had extremely low sodium level. Consumer reported that she was given bags of sodium IV. Consumer was discharged after 2 days to her home. Consumer reported that she was given amlodipine 2.5 mg and that her tenormin was increased to 50 mg twice a day. At the time of the report the consumer stated she had discontinued use of the biotene oral balance but does use it only once a week when her mouth is very dry. Biotene oralbalance gel is manufactured in (B)(4), in the united states of america. While the lot number for this product is available, it is unknown whether the product will be returned for quality assurance testing. (B)(4).